Manufacturer narrative:
The device was manufactured from may 13, 2019 - may 14, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused medication to the patient. After the expected therapy time was completed, it was observed that just less than 50% of the dose was administered to the patient during therapy. The device was filled with fluorouracil 3475mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.